Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results. A sample was not returned, however, the customer provided two photos of the affected device. A photo inspection revealed a broken catheter that may have been cut by a sharp object. A review of the device history record could not be performed as a lot number was not provided for this incident. The manufacturing process was reviewed an no process was identified that could have caused the customer's indicated failure mode. Conclusion: although the customer's photos showed the reported defect, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that there is no process in the manufacturing facility that could have caused this non-conformance. (B)(4).

Event description:
It was reported that a bd¿ arterial cannula with bd flowswitch¿ 20g x 45mm detached from the hub and remained in patient's artery. The patient required a vascular procedure under local anesthesia to remove the remaining cannula.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed the catheter was broken and appeared to have been cut by a sharp object. As previously reported, a review of the device history record could not be performed as a lot number was not provided for this incident. The manufacturing process was reviewed an no process was identified that could have caused the customer's indicated failure mode. Conclusion: although the returned sample showed the customer's reported defect, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that there is no process in the manufacturing facility that could have caused this nonconformance.